Event description:
It was reported that during a laparoscopic cholecystectomy procedure the surgeon could load the product without problems. During the application of the clip the surgeon recognized a malformation of the clip shape and the clip did not hold in the tissue. Another clip dropped out from the device (without fire) this clip could be secured. The procedure was finished with another same like product - the patient was not harmed - no adverse event.

Manufacturer narrative:
(B)(4). The device was returned for analysis and upon inspection the jaws were found to be in a yielded condition making the device non-functional. Possible causes for the condition found may be if the device is closed over an existing hard object or clip placing stress on the jaws causing them to distort or yield and not return to their original dimensions/position or excessive application of torque to the jaws when positioning the device on a vessel. It is known from the history of the device that the condition of the jaws may lead dropping/ejected clips. Due to the condition of the returned device it could not be determined what may have caused the reported event. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
(B)(4). Information not available, device not returned for analysis. Should the information be provided later, a supplemental medwatch will be sent. The device was not returned for analysis. A packaging lot number was provided. The manufacturing records were reviewed and we were unable to confirm the complaint or determine the cause potential/probable cause of the reported event.